Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that a pocket revision was suggested but the actions/interventions taken to resolve the implantable neurostimulator (ins) moving in the pocket was not known by the manufacturer representative at this time. The issue had not been resolved at the time of this report. It was also reported that there had not been an infection that the manufacturer representative was aware of and it was unknown if the pocket erosion and possible infection had resolved or if steps had been taken regarding these reported issues.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had lost about 42 pounds and that the implantable neurostimulator was coming through her skin, causing pain, and there was implantable neurostimulator pocket erosion. This was considered a gradual change in therapy/symptoms and the pocket seemed loose so that the implantable neurostimulator was moving around. The onset of erosion and pain was a few weeks prior to the report, sometime in 2016. Additional information was received from a health care provider via a manufacturer representative that reported that the patient was complaining of pain/discomfort at the pocket site. The implantable neurostimulator was working, but the patient had it on low. Due to her weight loss, the battery seemed to be moving in the pocket and rubbing/causing discomfort. The issue was not resolved at the time of the report, and the patient had gone to the emergency room as she was in pain. The emergency room physician was doing a workup to make sure that there was no infection. No surgical intervention had occurred at the time of the report and it is unknown if one was planned. The patients medical history includes being diabetic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.